Event description:
It was reported that the patient had a second sling implanted as the initial sling had lost effectiveness and incontinence had returned in the patient. No further patient complications were reported.